Event description:
Ous MDR - after an implantation period of about (B)(6), it was reported that the pt complained about chest pain and sickness after a bicycle ride at the beginning of (B)(6). In the following days the pt went into emergency care when he felt short of breath and dizzy. The pacemaker was implanted with two competitor's leads. The pacemaker was explanted.

Manufacturer narrative:
Ous MDR.

Manufacturer narrative:
Upon receipt, the pacemaker was visual inspected revealing scratches on the pacemaker housing. The device was subjected to an electrical incoming inspection. The pacemaker was successfully interrogated and the pacemaker's memory content was analysed indicating no deviations. The battery status was eri since (B)(6) 2012. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed in eri-mode. The pacemaker was implanted for (B)(6) months. The amount of charge taken from the battery was verified. The battery condition was found to be anticipated. The returned follow-up data was subjected to a thorough investigation. The investigation revealed that the automatic capture control was activated. The ventricular pacing amplitude histogram documented that the ventricular pacing amplitude was automatically adjusted to 4.8v after the follow-up in (B)(6) 2012 mentioned in the complaint description. This pacing parameter settings represents a high current program draining the battery, that was already partly depleted. The analysis of the device data did not reveal any indication of a device malfunction. In summary, the pacemaker proved to be fully functional. The battery status eri was anticipated. There was no indication of a material of manufacturing problem.